Event description:
Literature was reviewed regarding clinical outcomes for transcatheter aortic valve implantation (tavi) performed with zero-contrast versus standard practice. The study was conducted between 2017 and 2023, and included 63 patients who were predominantly female with a mean age of 85 years old. Multiple manufacturer¿s devices were implanted in the study population; 52 patients were implanted with a medtronic evolut bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: arrhythmia requiring permanent pacemaker implant, major vascular complication requiring blood transfusion, pericardial effusion resolved with pericardiocentesis, moderate paravalvular leak, and acute kidney injury. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: nerla et al. Zero-contrast transcatheter aortic valve implantation vs. Standard practice: periprocedural and long-term clinical outcomes. J clin med sep 12;13(18):5405 2024. 10.3390/jcm13185405. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.